Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and embedded fm was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damage and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and damage and foreign matter was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded fm was observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for damage and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and damage and foreign matter was observed. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on the investigation, a root cause could not be determined. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® no additive (z) tubes had a cracked tube and contained foreign matter.